Event description:
The device stopped cycling while in use on a pt. It was reported that the pt was not harmed or injured. The nellcor puritan bennett customer support engineer (cse) verified an error code in memory that substantiates the customer's claim. The cse reported he replaced the analog interface pcb. The unit passed extended self testing.